Manufacturer narrative:
(B)(4). Device manufacture date: 09/16/2015-09/17/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor took longer to infuse than normal. It was reported that the product was attached on (B)(6) 2016 in the afternoon and was due to finish infusing on (B)(6) 2016 at 4pm; however, the product took until (B)(6) 2016 to finish infusing. The device was filled with 2952mg of fluorouracil hs in sodium chloride 0.9%.there was no patient injury or medical intervention associated with this event. No additional information is available.